Manufacturer narrative:
Preliminary review: the donor was appropriately screened and tested in accordance with mtf's donor release criteria and the tissue was deemed suitable for processing. The donor tissue was aseptically processed. Final product sterility results were documented as negative. (B)(4). To date, there have been no other adverse events reported in any other recipient's of the donor tissue. Note: the hospital's risk management department is currently conducting an investigation and have reported that, thus far, they have found no evidence that organism associated with the patient's infection is related to the hospital's environment or the transplanted tissues or medical devices.

Event description:
On (B)(6) 2014, a patient underwent a spine procedure and was implanted with unit of mtf dbx putty, an mtf t-plif spacer, lifenet cancellous chips, and synthes depuy metal hardware. It was reported that the patient developed (date unk) a post-operative wound infection related to a(B)(6) 2014); response not yet received.